Event description:
It was reported via medwatch 0300920000-2022-8014 that during a surgical procedure, the tip of the bur broke and was retrieved by the surgeon. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using a back-up device.

Event description:
It was reported via medwatch (B)(4) that during a surgical procedure, the tip of the bur broke and was retrieved by the surgeon. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using a back-up device.

Manufacturer narrative:
Device not returned.